Event description:
Customer reporting that the provue is frequently issuing false positive reactions for blood grouping and antibody screen tests. False positive results may result in abo misclassification and the transfusion of incompatible blood. The customer visually observed the gel cards tested on the provue and verified that the reactions were negative, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause determined. Adjustments have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.